Manufacturer narrative:
The compressor was investigated by our field service engineer. The stand by valve was replaced and the compressor passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported, that there were problem with the standby valve of the ventilator. There was no patient harm. Manufacturer ref. #: (B)(4).